Event description:
Presented to physiciain w/chief complaint of dissatisfaction w/ her breast configuration previously had implant inserted in 1993. Lt side has become encapsulated hard and painful. Evidence of breast implant rupture was defected. Removal of ruptured lt breast implant and surrounding capsule, reaugmentations lt & rt on 1/19/98.